Event description:
It was reported that a signal artifact monitor (sam) event occurred for the pacemaker. Boston scientific technical services reviewed the stored information and it was determined the noise on the atrial channel appeared consistent with minute ventilation sensor oversensing. There was also greater than 3000 ohms impedance for the right atrial (ra) lead, however lead impedance trends appeared normal. It was noted that minute ventilation (mv) was programmed on and ts suggested when they bring the patient into the office to program it off and do further troubleshooting. The pacemaker and ra lead remain in service and no adverse patient effects were reported.